Event description:
It was reported that this pacemaker has reached the elective replacement indicator (eri) and showed less than 3 months as per current check. Boston scientific technical services consultant (ts) stated that fluctuations in the right atrial (ra) pacing were noted, which was as low as 7 percent and as high as 70 percent. This pacemaker was explanted and replaced with the same model. No additional adverse patient effects were reported. Additional information received which indicates that the patient tolerated that procedure with good outcomes and no complications. This pacemaker will not be returned for analysis.

Event description:
It was reported that this pacemaker has reached the elective replacement indicator (eri) and showed less than 3 months as per current check. Boston scientific technical services consultant (ts) stated that fluctuations in the right atrial (ra) pacing were noted, which was as low as 7 percent and as high as 70 percent. This pacemaker was explanted and replaced with the same model. No additional adverse patient effects were reported.